Manufacturer narrative:
Follow-up #1: date of submission 04/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/30/2016 with the following findings: a review of the pump¿s black box did not reveal any evidence of a short battery life. The battery compartment and cap were undamaged and able to fit securely to the pump and maintain electrical connection. The ez-prime steps were performed correctly. All the current readings were within specification. The original complaint was unable to be duplicated. The product performed within specification. The pump¿s cover was removed and there was no intermittent condition found to the printed circuit board or to the piezo circuits. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.